Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2016 with an elevated lactate dehydrogenase (ldh) of 840 u/l, and no other symptoms. The patient was started on heparin and the ldh dropped to 432 u/l. The patient was reportedly discharged on (B)(6) 2016. On (B)(6) 2016 the patient¿s ldh was 616 u/l and the patient was admitted. On (B)(6) 2016 the patient underwent a pump exchange.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing and an additional adjacent driveline segment measuring approximately 12 inches in length was also returned. The sealed outflow graft conduit (outflow graft and outflow graft bend relief) and bend relief collar were not returned. Examination of the interior of the outlet elbow revealed distinct islands of white tissue-like deposition on various areas of the textured blood-contacting surface. The structure of the depositions suggests that they developed in the locations in which they were found. The depositions were strongly adhered to the blood-contacting surface and were minimally obstructive to the blood flow path. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed small, white tissue-like depositions situated adjacent to the outlet bearing ball and in contact with two stator blades. Contact marks were present on the outlet portion of the rotor, indicating that the depositions were present while the pump was operating. The depositions lacked laminated layering, suggesting that they did not initially form in the outlet stator; however, their specific origins could not be conclusively determined. Although the evaluation could not determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.